Manufacturer narrative:
(B)(4). It was reported the physician could not prime the needle. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. A device history record review was completed for provided material number 305106, lot 3055905. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
(B)(4) additional information received. 1. Any adverse event or serious injury reported to patient or healthcare professional? No. 2.was there a delay of, or change in, the course of treatment due to the event? Yes, the patient had to wait while new supplies were set up. 3.any sample or photo available for investigation? Yes ¿ waiting on return label 4.how was the patient outcome? Are there any clinical signs, health consequences or impact? No. 5.how was treatment completed for customer? The needle was changed out and the treatment was completed. 6.patient status? Doing well.. 7.was there any patient involvement? No. 8, shipping details? ¿ waiting on a return label. 9.how was procedure completed? The blocked needle was changed out and the procedure was completed without further issue. Material: 305106 batch#: 3055905. It was reported by customer that blocked 30g needle. The doctor went to prime the needle prior to giving an injection and was unable to push the plunger through the syringe. The blocked 30g needle was taken off and a new 30g needle was replaced. Injection was given without further issue. Verbatim: rcc received a complaint via email. Email(s) attached. Date of occurrence: 12/5/23. Location: (B)(6). Issue: uva internal ID: (B)(4) - blocked 30g needle. The doctor went to prime the needle prior to giving an injection and was unable to push the plunger through the syringe. The blocked 30g needle was taken off and a new 30g needle was replaced. Injection was given without further issue. Defective product info: bd precision glide needle 30g, 305106, lot 3055905, exp 3-31-28 ¿ product was saved but as of yesterday morning have not received it.

Manufacturer narrative:
Pr (B)(6) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 305106, batch#: 3055905. It was reported by customer that blocked 30g needle. The doctor went to prime the needle prior to giving an injection and was unable to push the plunger through the syringe. The blocked 30g needle was taken off and a new 30g needle was replaced. Injection was given without further issue. Verbatim: rcc received a complaint via email. Date of occurrence: (B)(6) 2023. Location: (B)(6). Issue: (B)(6) internal ID: (B)(6) - blocked 30g needle. The doctor went to prime the needle prior to giving an injection and was unable to push the plunger through the syringe. The blocked 30g needle was taken off and a new 30g needle was replaced. Injection was given without further issue. Defective product info: bd precision glide needle 30g, 305106, lot 3055905, exp 3-31-28 ¿ product was saved but as of yesterday morning have not received it.